Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 300mm thoracic aortic dissection. It was reported , that during the procedure, the stent graft was opened and flushed using a 20 cc syringe with saline from the side port component. The first 20 cc was exposed from between the graft cover and the tapered tip as usual, but the second and subsequent flushes leaked out from the side port and the groin and could not be flushed normally. A total of 20 cc x 4 units were flushed. The patient was informed that there was a risk of air embolism, but the physician decided to leave it in place. No health hazards were confirmed in the patient's leaving the hospital. As per the physician the cause of the event was a device defect. No additional clinical sequalae were provided and the patient is fine.